Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was blood dripping from sheath and the valve was not screwed on correctly on the involved destination device. It was reported that they tightened the valve by twisting it on more securely. The patient is reported to be in stable condition. Blood loss was reported to be less than 250cc. It was reported that the peripheral leg case procedure was successful, the valve was tightened, and then had no issue.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One 6fr renal destination device was returned for evaluation. Visual inspection revealed excessive blood-like substance in the luers of the detachable valve and sheath hub. When flushed with a 10cc syringe no leakage was noted at the luer. The luer appeared tight upon receipt. There is no indication that this event was related to a device defect or malfunction. Based on the returned device evaluation and complaint description, the complaint is confirmed for leakage due to an improperly secured valve. The leakage was confirmed due to the excessive blood-like substance that was found in the luer of the valve. The IFU states "ensure that the valve and sheath are tightly connected".